Manufacturer narrative:
The customer provided photographs for evaluation. The complaint kit with smart card was not returned. The customer provided photographs verify the drive tube leak as blood splatter is seen on the centrifuge chamber walls. The upper drive tube and drive tube bearing are not installed into the drive tube retainer clip. The upper drive tube bearing is seen halfway down the length of the drive tube. A red mark is seen on the drive tube that is most likely the site of the leak. If the drive tube bearing is not securely loaded into its retainer clip the centripetal force would cause the bearing to move to the center of the drive tube and eventually impact the centrifuge chamber wall, resulting in a leak. A material trace of the drive tubes used to build lot h273 did not find any non-conformances. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. The root cause of the drive tube leak was most likely due to the upper drive tube bearing not being properly secured into its bearing retainer by the end user. No manufacturing related defects were identified during this investigation. No further action is required at this time. (B)(4). P.t. (B)(6) 2020.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h273 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h273 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned photographs is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4). P.t. (B)(6) 2020.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported after the purging air phase of the procedure they noticed blood leaking in the centrifuge chamber. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition. The customer discarded the kit and returned photographs for investigation.